Event description:
During device evaluation by baxter, a colleague infusion pump was found to have a constant, false air alarm on channel a. There was no patient involvement; therefore, no patient injury or medical intervention is related to this event. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Manufacturer narrative:
The condition of a constant, false air alarm on channel a was confirmed through evaluation due to a faulty channel a air-in-line printed circuit board. The channel a pumphead module was replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "air in line-false alarm". (B)(4).